Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms when attempting to reprogram from unipolar to bipolar configuration. A lead fracture was questioned, but not confirmed. Technical services (ts) discussed programming options. No adverse patient effects were reported. The lead remains in service.